Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose of 408 mg/dl and diabetic ketoacidosis. Patient's other blood glucose value: 311 mg/dl, 393 mg/dl. The customer experienced symptoms such as thirst. The customer was treated with insulin pump and insulin drip. The customer was wearing the insulin pump within 48 hours of hospitalization but the insulin pump was removed during the hospitalization for treatment purpose. The customer was alleging that the insulin pump was under- delivering. Troubleshooting was performed for high blood glucose values. The device is not expected to be returned for analysis.